Event description:
It was reported that the ilet system using prefilled insulin cartridges exhibited insulin leakage or odor at the connector interface, the insulin in the cartridge was depleted, and blood glucose rose to 400 mg/dl; troubleshooting over the phone included a full supply change with emphasis on securely tightening the connector, after which insulin delivery resumed, and replacement connectors were shipped. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of insulin delivery without hospitalization. Customer care provided support that included guided troubleshooting and education. Investigation of this case revealed a suspected connector leak at the cartridge-connector interface consistent with a delivery system component issue, with restoration of delivery after reassembly suggesting a connection integrity problem. It was concluded, based on previously established findings for similar reports, that the cause was likely an improper or insufficient connection at the connector interface.